Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received. Additional contact: (B)(6).

Event description:
The event involved a tego® connector. The customer reported that when starting hemodialysis, a microbubble was noted from the arterial tubes. The pump stopped and had to change the tego cap right away and it was working well after. There was patient involvement and unknown patient harm.

Manufacturer narrative:
D9 - date returned to mfg 12/18/2023. A single used d1000 tego connector was returned for investigation. The used d1000 tego connector was pressure and vacuum leak tested to look for any indication of air infiltration. No leakage was observed. The complaint was unable to be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.